Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced results of 66 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date not provided): 1: 114mg/dl 03:17 pm; 2: 75mg/dl 04:30 pm; 3: 87mg/dl 04:30 pm; 4: 72mg/dl 07:30 am; 5: 88mg/dl 07:15 am. Adverse event not reported.